Event description:
It was reported that during a shoulder surgery, the anchor broke while screwed in. All the pieces were removed. There was no loss of tissue or bone due to the event. A backup device was available to complete the procedure with no significant delay and no patient injuries.

Manufacturer narrative:
One 5.5 twinfix ultra pk anchor assembly was returned for evaluation. Visual assessment of the anchor confirmed the reported breakage. The anchor has broken at the suture eyelet. Dimensional assessment of the anchors major diameter found it met print specifications. The inserter tines that interface with the anchor were also examined and noted to be intact. The condition of the anchor indicates it was subjected to excessive force during insertion. A two-finger ao technique should be used to insert the anchor. Breakage of the suture anchor can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation.

Event description:
It was reported that during surgery, the anchor broke while screwed in. All the pieces were removed. This happen twice, first event reported on 1219602-2019-00170. A backup device was available to complete the procedure with no significant delay and no patient injuries.